Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a loss of prime warning occurred 3 or more times during the use of at least 3 separate cartridges from 2 separate boxes within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/01/2014 with the following findings: several eaw-162 loss of prime warnings, which were due to non-zero low forces and are potentially indicative of the reported event, were observed in the black box data. The pump was exercised for 24 hours, during which no loss of prime warnings were observed: the reported event was not duplicated. The pump passed a force sensor calibration check. Unrelated to the reported event, the display screen was found to be dim and discolored. Also unrelated to the reported event, the battery compartment was cracked from the grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.